Event description:
Boston scientic was initially notified that during a procedure when the physician was inserting the matrix standard-3d coil into the excelsior sl-10 microcatheter a lot of friction was felt even though there was a continuous infusion into the microcatheter. The coil was attempted to be removed from the catheter and stretched. No complications with the pt were reported to have occurred as a result of this event.